Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient developed a rash and redness under the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The patient submitted a follow up web self-service ticket 8 days after the initial report and stated that he was prescribed triamcinolone topical cream to treat the skin reaction, but the patient also selected prescription oral medication in the form. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).